Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v515942, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2014, (B)(4), product ID: 3889-28, lot# v515942, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the lead broke when they went to remove it to replace the generator. The lead was explanted with replacement on (B)(6) 2019. The event status was noted to have been unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v515942, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the lead broke during removal with deep retained lead in the left sacrum. A new lead was placed in the right s3 foramen and connected to the impulse generator. It was noted that the event was not related to the device or therapy, and related to the implant procedure. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.